Event description:
Procedure type: hernia. According to rptr: on (B)(6) 2013, the pt had this product implanted. On (B)(6) 2013, the pt developed an ileus. In order to correct this issue, hospitalization with conservative treatment was attempted. On (B)(6) 2013, surgery was done.

Manufacturer narrative:
(B)(4).